Event description:
Pt presented with severe aortic regurgitation, poor left ventricular function. Preoperative echos showed porcine valve regurgitation on 3/18/99 and central regurgitation on 4/29/99. Reoperation showed leaflet tear. An aortic annulus procedure was also performed (enlargement?). The valve was explanted and replaced with a homograft root. An iapb was inserted electively at time of surgery.